Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing difficulty initiating communication between ipg and the external devices. Replacement external devices were used to no avail. Surgical intervention is pending to address the issue.